Manufacturer narrative:
During the procedure to treat an aneurysm, the physician tried to insert the 2x2 trufill mini complex coil into an aneurysm but it stretched. When the event occurred, the unknown microcatheter was being repositioned with resistance at the distal end of the microcatheter. Because the coil stretched the whole system was removed. There is no information regarding the vessel characteristics, aneurysm site or size. A continuous flush was maintained through the microcatheter at all times and it was not re-shaped prior to use. It is not known if there was resistance at any time during advancement of the coil. No further procedural information is available. The hypotube of the returned unit was broken in two sections; however, the coil was not stretched. With investigation into this finding, it was confirmed that the correct device associated with this event was returned. However, there is no information regarding when the hypotube separation occurred in relationship to use in the patient. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Hypotube was received broken at 153.4cm from hub; the first section presented with kinks. The second section was inspected and was observed that the introducer was zipped and also elongated. Support coil, gripper and embolic coil were inside of introducer and these components presented no damages. The embolic coil was still attached to the gripper. Embolic coil and gripper were inspected under microscope and no damages were found. The broken section of the hypotube was also inspected and it appeared that it had kinked prior to separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13336032 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stretching of the coil was not confirmed. However, it was reported that prior to when the physician thought the coil had stretched, the microcatheter had been repositioned. The instructions for use cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. Based on the analysis of the returned device, the broken hypotube appears to have occurred secondary to kinking. It could not be confirmed when this hypotube separation occurred; however, because it would have been clearly evident to the user and the event was not reported or confirmed by the user, it is likely that it occurred post procedure during handling/packaging of the device for return. The cause of the kinks in the hypotube and the elongated section on the introducer could not be conclusively determined, however, neither the analysis nor the DHR review suggests that the damages are related to the manufacturing process. Procedural factors may have contributed to the damages found on the device; however, at this time the cause is inconclusive and undetermined; therefore, no corrective actions will be taken at this time.

Event description:
During the procedure to treat an aneurysm, the physician tried to insert coil into aneurysm but it stretched. Additionally, it was reported that an adequate continuous flush was maintained through the (mc) microcatheter at all times. The mc was not re-shaped prior to use. Resistance occurred with the distal shaft of the mc; however, no kinks were noted in the mc that may have contributed to the event. The event occurred when pulling out the whole system. No additional force was utilized to advance or remove the coil/delivery system no. The event occurred during repositioning of the microcatheter. There was no resistance when the coil was advanced.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.